Manufacturer narrative:
(B)(4). The patient was treated with cefazolin and fortum for twenty-one days. On the same day as antibiotic therapy ended, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event. Upon further investigation, it was determined the peritonitis event was caused by the patient experiencing diarrhea which led to peritonitis. Therefore the unknown baxter transfer set is no longer a suspect device in this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born on (B)(6). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, manifested by abdominal pain and cloudy effluent. On the same day as the event, the patient was hospitalized. The patient was treated with intraperitoneal cefazolin (1g daily for 4 days) and intraperitoneal fortum (1g daily for 4 days) for peritonitis. On unreported date, the treatment was changed to intraperitoneal ciprofloxacin (200mg daily; duration not reported) and intraperitoneal tienam (1g daily; duration not reported). The pd therapy was ongoing. The cause of peritonitis was not reported. At the time of this report, the patient was recovering. No additional information is available. This is report 1 of 3